Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and was alarming. Customer stated they're unable to troubleshoot because of the keypad issue. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 185 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No alarm for an unexpected restart could be confirmed due to the unresponsive buttons. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.